Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. D4: batch # 197c74. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 (a) device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 54 drivers up and the remaining drivers down with staples present and the swing tab was noted to be broken and no returned, making the reload nonfunctional. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. It is possible that the damage on the swing tab was due to the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 197c74, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2023. D4: batch # 260c74. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: did the nurse required medical treatment? The wound has been disinfected and dressed. If yes, please provide more details. The wound has been disinfected and dressed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy the stapler is blocked with the firing level in position of firing. The firing level does not advance. Another device was opened to complete the surgery. The nurse at the surgery table cut himself with the staple blade. The surgery was delayed 5 minutes. The procedure was successfully completed with no patient consequences.